Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), complaint trending by lot number, retains analysis, concomitant product evaluation and system risk analysis (sra). The DHR, retains testing and complaint trending was not reviewed since the lot number was not available. The concomitant sterrad® 100s sterilizer was assessed by an asp field service engineer (fse) and the injector pump assembly, injector valve assembly and vaporizer plate were replaced to resolve the ci issue. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The assignable cause of the issue is likely due to the concomitant sterrad® 100s sterilizer. Parts were replaced to resolve the ci issue and no further issues have occurred since the unit was serviced. In addition, the customer stated they did not have any problems when they used the same tape in a different unit. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape catalog number - the correct catalog number is 14202.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® 100s cycle. The affected load was reprocessed. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.